Event description:
The nurse reportes that surgeon complained that the knife tore the corneal during incision. Additonal information received from the surgeon on 08/02/2007 stated that a pre-incision was made; a 3mm incision. The knife went too far laterally. During the intevention, there was a leak, and iris hernia that resolved upon completion of the procedure. The pt is doing fine.

Manufacturer narrative:
The sample has not been received for evaluation to date. Investigation, including root cause analysis is in progress.